Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctor visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.6 smartphone hardware: iphone12.1 cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they sought medical attention with their doctor. The caller did not know the exact date of seeking medical attention but mentioned visiting their doctor every three months to check their a1c levels. The discharge date was also unknown. The patient was unsure about the symptoms that led to seeking medical attention and could not provide a diagnosis. The treatment provided by the medical professional included using a pump, and the patient clarified that they used to receive shots. The incident date was marked as (B)(6) because the patient did not remember the exact date when the issue occurred, only stating that it happened last year. The pod had communication problems and was discarded.